Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor failed inspection for bluetooth issue but passed both isl (safety) and eit (performance) testing. The initial bluetooth issue involves a device setup activity that is independent of patient involvement and bears no risk to safety or effectiveness. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Kmts field rep reported wrench on monitor and battery unable to fit inside the monitor. All t/s attempts failed. Wcd role in the event is pending additional medical information and/or pending evaluation of to-be-returned device.